Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer 5 and cubies were not detected on bus. A field service engineer (fse) reseated the retractor band connection cable to resolve the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station 8-9s drawer 5 failed. Customer was pulling medications when the station automatically rebooted. Once the system was back up, the drawer failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.